Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The valve was successfully implanted. After the implant, a mild to moderate perivalvular leak (pvl) was noted and a post balloon valvuloplasty (bav) required. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of pvl could be due to procedural circumstances, however this cannot be determined. The unexpected medical intervention was result of case specific circumstance as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-dilation was performed with a 24mm non- abbott balloon. The valve was successfully implanted. The final implant depth was 4/5mm. After the implant, a mild to moderate perivalvular leak (pvl) was noted and a post balloon valvuloplasty (bav) required. There was no leak noted on the echocardiogram closest to discharge. The patient was reported stable.